Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).

Event description:
A technician reported a pt experienced an unexpected outcome following an intraocular lens (iol) implant procedure. The technician reported the pt has more cylinder than was originally detected. In a follow up the technician reported a lens rotation procedure was performed which partially resolved the event. The pt is currently being treated for unk edema with topical medications and will return for follow up. Additional info has been requested.